Manufacturer narrative:
Additional narrative: describe event or problem. Not additional information has been received for this field. Device available for evaluation? The device was received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: describe event or problem, concomitant medical products: blade (part # 04.027.033s, lot # l057657, quantity: 1) is not concomitant. Reporter name and email address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device received at manufacturer revealed that the blade remained stuck on the impactor, and the weld on the impactor is broken. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Implant and explant dates: device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Concomitant therapy date of concomitant device is unknown. Initial reporter contact number (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part # 03.010.410, lot # 9669777. Manufacturing location: (B)(4), manufacturing date: oct 19, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on an unknown date, impactor was damaged during an intervention. The implant was stuck on the instrument. No information concerning patient condition and outcome was reported. After discussion with the staff of the operating room and the surgeon, the sales representative thinks that the incorrect guide was used. The surgeon used an inappropriate angulation to the chosen nail and the equipment got stuck in the guide. The stresses (hammer, pliers etc.) To remove the blade, which could not progress, have all blocked. No fragments were generated. Concomitant reported part: blade (part # 04.027.033s, lot # l057657, quantity: 1). This report is for one (1) impactor for pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturer investigation results are as follows. The blade is jammed within the lmpactor. It is impossible to detach both devices from each other. There are marks of forcible use at the shaft of the blade visible. The blue handle of the lmpactor came off as the welding connection of handle and shaft broke. Furthermore we found strong hammer marks on the metallic part at the top of the handle. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The manufacturing review of both received devices, show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the heavy wear and tear signs and bad condition of the returned products, we can confirm the inappropriate use, and therefore misuse of the equipment as is stated in the complaint description. An excessive force application, e.g. Heavy hammering, can result in rupture of the welding seam as well as jamming of the devices. We always recommend use of devices according the surgical technique to avoid any malfunction with any kind of devices. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.